Manufacturer narrative:
Date initial report sent: 11/03/2009.

Event description:
Procedure: roux-en-y gastric bypass. According to the report: in the initial surgery, a 21mm eea and orvil were used (retrocolic, retrogastric approach to rny). At one month post-operatively, the pt presented in emergency dept at pcmh vomiting blood. The pt required transfusions and was suffering from tachycardia. Dr. Took the pt into or for exploratory laparoscopy, during which, he observed a fistula between the splenic vein and the gastrojejunostomy. Upon closer examination, dr. Noted that the fistula occurred at the site of the eea staple line. Significant scarring was observed upon examination of the linear staple lines. He stated that fistula may have been caused due to anastomotic leak, inflammatory processes, infection, and foreign body; he stated that there could have been a leak at the gastrojejunostomy. After secondary surgery, the pt is doing well with no further adverse events. The pt required exploratory laparotomy to ascertain the cause of the bleeding/tachycardia. Fistula was repaired during the exploratory laparotomy. This.